Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with an m71.3 pressure leak alarm during dwell 1 of 5 of treatment. The patient was connected during the incident and the cycler had not been re-setup with new supplies. At the time of the call the contact reported the cassette got full with fluid and after that it blew up the cycler door. The contact was advised to discontinue use of the cycler and the cycler was replaced due to the m71.3 pressure leak alarm. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated fluid was noted following the reported m71.3 pressure leak alarm warning during treatment as treatment was cancelled. The patient reportedly stated the cassette door had opened on its own during treatment and found fluid in the pump module area and on the external of the cassette. The film on the back of the cassette was loose but a hole was not noted. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient contacted the on-call nurse for assistance and completed treatment using manuals on the night of the reported event. The cycler was replaced and the patient has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported the cycler prompted with an m71.3 pressure leak alarm during dwell 1 of 5 of treatment. The patient was connected during the incident and the cycler had not been re-setup with new supplies. At the time of the call the contact reported the cassette got full with fluid and after that it blew up the cycler door. The contact was advised to discontinue use of the cycler and the cycler was replaced due to the m71.3 pressure leak alarm. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated fluid was noted following the reported m71.3 pressure leak alarm warning during treatment as treatment was cancelled. The patient reportedly stated the cassette door had opened on its own during treatment and found fluid in the pump module area and on the external of the cassette. The film on the back of the cassette was loose but a hole was not noted. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient contacted the on-call nurse for assistance and completed treatment using manuals on the night of the reported event. The cycler was replaced and the patient has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.